Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 75 years old at the time of study enrollment.

Event description:
Elegance clinical study. It was reported that in-stent thrombosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa) extending up to the right mid sfa with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 120 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4.0 mm x 150 mm and 5.0 mm x 150 mm non-boston scientific (bsc) cutting balloons. Treatment of target lesion was performed by the placement of 6.0 mm x 120 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 6 mm x 150 mm non-bsc cutting balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged from hospital. On (B)(6) 2024, the subject was presented with the symptoms related to thrombosis and was hospitalized for further treatment and evaluation on the same day. In response to the event, balloon dilation was performed, followed by placement of stent. On the same day, the event was considered to be resolved, and the subject is still hospitalized. It was further reported that on (B)(6) 2024, the subject was discharged from the hospital.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 75 years old at the time of study enrollment.

Event description:
Elegance clinical study it was reported that in-stent thrombosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa) extending up to the right mid sfa with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 120 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4.0 mm x 150 mm and 5.0 mm x 150 mm non-boston scientific (bsc) cutting balloons. Treatment of target lesion was performed by the placement of 6.0 mm x 120 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 6 mm x 150 mm non-bsc cutting balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged from hospital. On (B)(6) 2024, the subject was presented with the symptoms related to thrombosis and was hospitalized for further treatment and evaluation on the same day. In response to the event, balloon dilation was performed, followed by placement of stent. On the same day, the event was considered to be resolved, and the subject is still hospitalized. It was further reported that on (B)(6) 2024, the subject was discharged from the hospital. It was further reported that on (B)(6) 2024, the subject presented to the emergency department (ed) with the complaint of pain in the right lower limb with claudication that developed 9 hours ago. On the same day, doppler ultrasound performed revealed: in-stent thrombosis in right proximal sfa and acute arterial embolism was noted in right mid and distal sfa, right popliteal artery, right anterior tibial, posterior tibial, and peroneal arteries. Arteriosclerosis was noted in both lower extremities with plaque formation. On the same day, CT angiography performed revealed arteriosclerosis obliterans in both lower limbs with multiple plaques, stenosis, and occlusion in the affected blood vessels; penetrating ulcer in the lower abdominal aorta; occluded bilateral internal iliac artery. In the right leg (target limb), the right sfa stent, right sfa, popliteal artery, anterior tibial artery, and posterior tibial artery were all occluded. On (B)(6) 2024, 310 days post index procedure, in-stent thrombotic occlusion noted in the right proximal sfa stent and embolism noted in right mid sfa, distal sfa, and popliteal artery was treated by aspiration thrombectomy using angiojet thrombectomy device. Subsequently, segmental stenosis noted in right sfa and right iliac artery was treated using 5 mm x 150 mm and 6 mm x 150 mm cutting balloon angioplasty. Post treatment, right sfa imaging was significantly improved with residual stenosis of 20%. Post operative hospitalization, subject recovered well and pain in the right lower limb has improved significantly compared to preoperative levels. On (B)(6) 2024, the subject was discharged from the hospital on aspirin.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 75 years old at the time of study enrollment.

Event description:
Elegance clinical study. It was reported that in-stent thrombosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa) extending up to the right mid sfa with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 120 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4.0 mm x 150 mm and 5.0 mm x 150 mm non-boston scientific (bsc) cutting balloons. Treatment of target lesion was performed by the placement of 6.0 mm x 120 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 6 mm x 150 mm non-bsc cutting balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged from hospital. On (B)(6) 2024, the subject was presented with the symptoms related to thrombosis and was hospitalized for further treatment and evaluation on the same day. In response to the event, balloon dilation was performed, followed by placement of stent. On the same day, the event was considered to be resolved, and the subject is still hospitalized.